Event description:
It was reported to philips that c-arm movement issue; apc recall not completing movements on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power inverter evr (point evr) and calibrated geometry positions, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).